Event description:
A patient called in 2002 alleging that their surestep enhanced meter was malfunctioning and patient was unable to test on the meter. The patient was getting an error 5 message, apply sample message, and having problems with the audio tone of the meter. The patient was dizzy and had headaches and stated that due to the meter malfunction, patient was unable to test their blood sugar for several days and as a result they had to be hospitalized. Patient had gone to the doctor's office and was told to go to the hospital immediately. Patient's blood glucose level at the doctor's office was over 500 mg/dl. Patient was admitted to the hospital for 10 days and given insulin around the clock and was placed on avandia and glucotrol. Unable to contact the patient to obtain more information. Attempted twice and left messages. Also sending letter.